Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found. The full lead was returned and analyzed.

Event description:
It was reported that during the implant attempt, there were positioning difficulties. The lead was too large to advance in the vessel. It was not implanted and was replaced. There were no patient complications reported as a result of this event.